Event description:
A hospital in (B) (6) reported that the nurse noticed the presence of water in the nostrils of a premature neonate while using bc2435 neonatal oxygen therapy nasal cannula. The nasal cannula was removed immediately from the neonate. No patient consequence was reported.

Manufacturer narrative:
(B) (4). We are in the process of obtaining more information from the hospital. A follow up report will be provided.